Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the insufficient information could not be determined. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The study in the article aimed to evaluate the success rate of the perclose proglide device in patients who underwent aortic or iliac artery endovascular repair using large (l) sheaths (22f-23f) and extra-large (xl) sheaths (24f-26f). (B)(6)patients were involved in the study, (B)(6)patients in the l (large sheath) group and (B)(6)in the xl (extra-large sheath) group. The study described obtaining percutaneous access using ultrasound. Two proglide sutures were pre-placed. Once the endovascular procedure was completed, the sutures were advanced. In case bleeding was still present, a third proglide device was used to control the bleeding. If the third device failed to stop the bleeding, then surgical cut-down and repair was used to achieve hemostasis. After achieving hemostasis, a patch or 24 hour compression were applied in case minor bleeding still existed. The results of the study found that conversion to surgery was necessary in a small number of patients in both groups. Additional vascular complications included late percutaneous intervention due to stenosis (treated with balloon angioplasty), pseudoaneurysms which may require surgery, hematoma, groin infection and mal-perfusion. Severe femoral artery calcification was determined to be the sole risk factor for technical success and conversion to open surgery. Similar observation has been seen using prostar xl vascular closure device with only week correlation of sheath size with early conversion to open access. The study concluded that a femoral arterial defect after arterial access via a large bore sheath can be closed successfully with proglide devices in more than 90% of patients. Details are listed in the attached article, titled "efficacy and safety of percutaneous access via large - bore sheaths (22-26f diameter) in endovascular therapy".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event was estimated as (B)(6)2016 as it was stated in the article that the study ran between 2016 and 2020. D4- the UDI is not known as the part and lot number were not provided attachment article titled: "efficacy and safety of percutaneous access via large - bore sheaths (22-26f diameter) in endovascular therapy".